Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet, predominantly overnight and in the early morning, decided with their clinician to discontinue use after a continuous wear period, and treated lows with oral glucose; the device provided low and urgent low alerts, and the medical device problem and component could not be specified due to insufficient information. Symptoms included hypoglycemia, with a documented nadir of 30 mg/dl and approximately 30 minutes below 70 mg/dl. Outcomes included no need for assistance, and no professional medical intervention. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and component remained indeterminate due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.